Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The fibrotic, de novo, diffused target lesion was located in the moderately tortuous proximal to distal right coronary artery (rca). Following pre-dilation, a 3.50x32mm promus element plus stent was successfully implanted. Post-dilation was performed using a non-compliant balloon at greater than 20 atmospheres. However, distal edge dissection was noted. A 3.00x32mm promus element plus stent was implanted distally in overlapping manner to cover the dissection. The procedure was then completed. No further patient complications were reported, the patient's status was fine and the patient was discharged from the hospital with no additional stay.